Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. The device was inspected and tested and did not show any deviations, that could cause a slippage. Root cause cannot be linked to our product. From the information reported, we believe the incident may be due to the pin placement. Proper alignment between the dual-pin holder and the torque screw should be equidistant from the centerline of the head.

Event description:
Customer feedback, that we received our customer. Customer service was contacted on 11/17/2015. Customer states a slippage occurred on a patient on (B)(6) 2015, and a laceration to the skin resulted. The locking mechanism was stiff and the pin lock is broken too. Surgery was completed. Regarding customer feedback via e-mail 11/30/2015: customer did have to use a different skull clamp once the incident occurred to the surgery.